Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. The device was initially inflated at 8 atmospheres; however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient was doing fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with blood in the balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 9mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. The device was initially inflated at 8 atmospheres; however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient was doing fine.